Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a patient with a pre-existing condition of tinnitus underwent an MRI of the internal auditory canals (iacs) on (B)(6) 2018. The patient was provided appropriate earplugs by the customer and was scanned for a total of 40 minutes after the MRI exam, the patient complained of increased tinnitus and other hearing issues. On (B)(6) 2018, the patient was reported to have had a hearing test which identified high frequency hearing loss and abnormal movement of the left eardrum.

Manufacturer narrative:
The investigation by ge healthcare has been completed. The acoustic performance test was performed on the system and concluded that the testing met osha regulations and was within the specification for this system configuration. The incident appears to be the result of human medical condition(s). The patient was provided specified hearing protection, however a patient's medical conditions may cause sensitivity to acoustic levels that occur during normal clinical scanning. No system issue was found. No corrections are required as the system was operating within specification.